Event description:
It was reported that this right ventricular (rv) lead exhibited impedance high out of range due to lead fractured. The cause was not conclusively determined and could not confirm on chest x-ray. This rv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.